Event description:
Additional information received from a consumer reported the weakness on the right side was resolved by implanting a deep brain stimulation device on their right side.

Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
A consumer reported the patient was feeling weak on their right side. The patient had back surgery, unrelated to their device. Prior to the surgery, the implantable neurostimulators (ins) were turned off. After the surgery, the inss were turned back on. The patient wanted to check the status of the inss since they thought their health care provider (hcp) may have pressed an incorrect button when turning the ins back on. On the day following the surgery, the patient felt weak on their right side. The weakness was improving. When the inss were checked, both inss were on and okay. The patient planned to follow up with their hcp if the symptoms did not improve. The patient¿s indication for use is parkinson¿s dual and movement disorders. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.